Manufacturer narrative:
Literature information authors: alessandra mayer, francesco macchini, genny raffaeli, stefano ghirardello, federico schena, ilaria amodeo, lucia mauri, chiara baracetti, valeria parente, cristina carro, fabio mosca and giacomo cava journal name: perfusion year:2021 issue: 36 title of the article: when the unexpected happens: intracardiac extracorporeal membrane oxygenation venous cannula kinking literature reference: 10.1177/0267659120957838. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature that during use of a 10 fr bio-medicus venous cannula, chest x-ray (cxr) and transthoracic echocardiogram (tte) showed an anomalous tip position of the cannula, suggesting its kinking inside the right atrium. The cannula was kinked on the floor of the atrium, and the tip was oriented cranially toward the superior vena cava. Re-intervention was needed to restore proper cannula position and adequate extra-corporeal membrane oxygenation (ECMO) flows. Therefore, the repositioning of the cannula under tte and cxr guidance was successfully completed through the previous neck incision. After surgical re-cannulation, the venous cannula was correctly positioned inside the right atrium. The drainage pressure did not exceed -15mmhg to maintain a 120ml/kg/min of the ci during ECMO. It was also reported that the patient was a term newborn with right-sided congenital diaphragmatic hernia (cdh) and severe pulmonary hypertension with systemic hypotension required va-ECMO. After surgical cannulation, a high drainage pressure exceeding -60 mmhg was required to maintain a 120 ml/kg/min of cardiac index (ci) during ECMO, despite the appropriate size and position of cannulas on cxr. To achieve adequate cardiac index with 10 fr bio-medicus cannula, the pressure range is usually 20 mmhg. Due to very negative drainage pressure, tte was performed, and an anterior pericardial thrombus (2 × 2 cm) with cardiac tamponade was detected. In addition, the venous cannula was found to be in the azygos vein. The presence of a thrombus and a posteriorly located pericardial effusion made the percutaneous approach unfeasible. Therefore, open thorax surgery was performed, and the cannula was repositioned. It was also reported that the patient died after 15 days of va-ECMO due to a slow but progressive multi-organ failure, however there was no indication that the patient death was related to the medtronic devices used during the procedure. Medtronic received additional information that the adverse events relate directly to the 10 fr bio-medicus venous cannula was the intracardiac ECMO venous cannula kinking.

Manufacturer narrative:
Medtronic received additional information that the only adverse event related to cannula kinking was an increase in negative venous drainage pressure. The thrombus with tamponade was present before kink and as cannulation of the azygos vein. The sternotomy was done to resolve and eliminate the pericardial thrombus and manually reposition the venous cannula from the azygos vein to the right atrium. The surgical procedure and the bio-medicus cannula (cb96835-010) without wire reinforcement at the tip favored the kinking of the portion without wire reinforcement. The customer stated that the new medtronic next generation bio-medicus cannulas they currently use, have wire reinforcement up to the tip, preventing the cannula from kink even in the last 4 cm. The death was not due to the cannula but a underlying congenital disease (right side cdh). Conclusion: medtronic cannot confirm or deny the complaint of unintended azygos vein cannulation and subsequent death of a patient with a right-sided congenital diaphragmatic hernia (cdh) on veno-arterial extracorporeal membrane oxygenation (va-ECMO) as no product has been returned to date. A root cause of this occurrence cannot be determined without returned product. A clinical review was completed with medtronic medical safety and review concluded there were no device malfunctions reported and that the venous drainage issues in the literature article were most likely caused by the malpositioning of the cannula. The device history record could not be reviewed as no lot number was provided. Complaints received from september 2019 through september 2022 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.